Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 60 ml/hr. The rptr stated the pump overdelivered, but was unable to give specific details. The rptr claimed the pump would overdeliver over the course of 24 hrs, but would perform properly if tested for a shorter time. Following the event, the pt vomitted. There was no illness, injury or med intervention following the event. One pt involved.